Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent revision procedure wherein new spinal cord stimulation (scs) leads were added. The patient was doing well postoperatively. Nothing was explanted.